Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 330-340 mg/dl. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Reportedly, due to the elevated bg, the customer required assistance administering a correction injection to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.